Event description:
It was reported, that a piece or chip fell off. And there was a deep scratch on the probe of the ultrasound gastrovideoscope, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm the malfunction reported in b5 and a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.